Event description:
It was reported that the patient¿s blood glucose (bg) reached 330 mg/dl while wearing the pod between 24 and 36 hours. While patient was reporting this pod for high glucose levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient did also report their healthcare provider recently changed some settings. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.